Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Primary disease: degenerative scoliosis it was reported that on (B)(6) 2016, patient underwent plf(posterior lumbar fusion) and tlif(transforaminal lumbar fusion) surgery at th8-l6 (tlif: l1-3). On the same day, post-op, patient complained of severe pain due to root symptoms at left l5 so revision surgery was performed to remove implant at left l6. The surgical time was extended more than 60 min.it was reported that in revision surgery removal of the screw at left l6 and no re-implantation took place. As per surgeon,pain occurred because screw came in contact with nerve root.